Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, echocardiogram and angiogram revealed a deep implant with moderate paravalvular leak (pvl). The valve was snare in attempt to reposition but was unsuccessful. A second valve was implanted, valve in valve reducing the pvl to mild. No further adverse patient effects were reported.